Event description:
The sheath was placed through a heavily scarred groin and a pre-existing stent. During removal of the sheath, resistance was encountered and the sheath separated. A segement of the sheath had to be retrieved from the patient. The physician stated that the incident appeared to be more procedurally related than the fault of the device.

Manufacturer narrative:
Evaluation: this event is still under investigation.